Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and provide additional information. Please see updates: d1, d2, d3, d9, g1, g3, g6 and h2. Corrected data: d1, & d2 additional information: d3, & d9.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 155451 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 155451, test base part number 195-430h / lot 148033a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 155451 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue ; however, it could possibly be related to the specific patient samples.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report: 1221359-2021-03172, 1221359-2021-03173.

Event description:
The customer reported six (6) false positive results with the binaxnow covid-19 ag card performed with three (3) lots. Two (2) false positive results were from two different lots tested on the same patients. The other four (4) false positive results were from 4 different patients. This MFR. Report addresses lot # three (3) of three (3). Pcr confirmation testing was performed for all patients and generated negative results (CT values not provided). Per the customer, the patients were asymptomatic. Although requested, no additional patient information, including patient treatment and outcome was provided.